Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records concluding summary of findings as event related to fresenius products(s): based on the 9 pages of medical records information it appears that on (B)(6) 2015, this patient was admitted into the hospital for spontaneous bacterial peritonitis. The patient had been experiencing abdominal pain, nausea and vomiting. Peritoneal dialysis fluid culture revealed coagulase negative staphylococcus. Patient was treated with antibiotics and discharged home on (B)(6) 2015 with instructions to follow up with physician. Physician documented patient was admitted for spontaneous bacterial peritonitis from peritoneal dialysis. There is no documentation in the medical record that indicates the source of the peritonitis. Patient was found to have coagulase negative staphylococcus. Coagulase negative staphylococcus is part of the normal skin flora. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler and the patient's peritonitis. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler set and the patient's peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
The daughter of a peritoneal dialysis patient reported that the patient was taken to a local hospital on (B)(6) 2015 due to a treatment related issue. During a follow up with the peritoneal dialysis registered nurse (pdrn), it was learned the female patient was admitted to a local hospital due to abdominal pain. The patient was treated in the hospital with intravenous vancomycin for staphylococcus infection. The patient was discharged home on (B)(6) 2015. Patient was seen in-clinic on (B)(6) 2015 and for antibiotic treatment via intraperitoneal route of vancomycin and gentamicin of unknown dosages and duration. The patient continues to recover and has remained on ccpd based dialysis.